Event description:
In 2007, a smart control 6x80 stent was implanted in the mid-left sfa. Access method was percutaneous and puncture site was ipsilateral. One smart stent (6x80mm) was implanted in the left mid sfa. The vessel anatomy at the lesion site was straight, the type of lesion de novo. The lesion was located 180mm from the superior edge of the patella. The total lesion length was 55mm, of which 50mm was occluded. Percentage stenosis before procedure was 90%, after pre-dilation 10% and after stent placement 0%. No dissections were reported during procedure. General comments on procedure: no post-dilatation. Partially soft occlusion, therefore, pre-dilatation + pulse - spray thrombolysis. Pt was discharged on the next day. Occlusion of the stented index lesion occurred on approx ten months later. The pt has a planned hospitalization for target lesion revascularization in the next few weeks. Noted to be possibly related to the study product, and unlikely related to the study procedure. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.